Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to defective t2 and t3 transformers on the defibrillator board. Flags show low energy pulse reset with pwrup discharge flag value 1368, indicating a defective t2 transformer. The root cause for the defective transformers could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.